Event description:
Customer reported issues with the insulin pump. Customer states that the location of the damage is on the screen. Customer stated that the blood glucose reading is unk. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, cracked case at display window corners and minor scratches on the display window.